Event description:
It was reported that following a knee replacement, "surgeon reports possible separation of knee capsule. Not sure of cause and will keep rep informed. The pt consequences are possible separation of knee capsule. The device is implanted and is not available for return and analysis." (B)(4).

Manufacturer narrative:
Method, results/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Eight (8) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. Reference: - complaint #(B)(4) (ethicon's complaint# (B)(4)). - item #sxpd2b403 stratafix (tm) spiral pdo knotless tissue control device. - 2ct-1 #2 pdo 30 x 30, lot unk.